Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, scratch was noted on iol. The surgeon replaced with the new lens during initial procedure. Additional information has been requested.

Manufacturer narrative:
The customer indicated the use of a qualified associated cartridge and handpiece. A viscoelastic was indicated, which is not qualified for the lens/cartridge/handpiece indicated. The root cause for the reported complaint may be related to a failure to follow the IFU (instructions for use). The viscoelastic indicated is not qualified for the lens/ cartridge combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).